Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found a complete lead was returned for analysis in 2 segments. External insulation abrasion exposing the outer coil was noted at 8.0-9.2 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.